Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 1 cortex screw, part and lot number unknown. It is unknown if this screw was left in or explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the surgeon was drilling eleven 3.5 cortex screws when the tip of the drill bit broke upon pressing hard. 1cm of the broken tip remained in the patient and there was a 15 minute delay. Surgery was completed successfully with another drill bit. The initial complaint reported indicated a revision upon follow-up additional information was obtained. It was further reported that after 2 days through x-ray it was discovered that a 3.5mm cortex screw was pulled out. The patient was revised with 3- (4.5mm cortex screws) and one 4.5mm tubular plate. The surgeon removed 1cm of the broken tip which was left in the patient during the initial surgery, reported above. It was confirmed that both plates remained implanted along with 10-(3.5 cortex screws). Revision surgery was successfully completed and there was no time delay. Patient status/outcome was good. This report is for the cortex screw that backed out. This is report 2 of 2 for (B)(4).